Event description:
It was reported that the t2 was not deploy. No patient injury or significant was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in fairly good condition. The complaint was opened for t2 non-deployment. T1, t2 and suture were not returned with the device. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned.